Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown zimmer screw and one (1) unknown zimmer implant were returned for investigation. Visual evaluation of the as returned devices identified that there was bone debris on external threads. The implant was fractured at the collar and had a fractured screw inside the implant. Note: due to the bone debris and fractured collar, unable to determine an exact length and diameter of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition was not reported on the per form. Moderate density (type ii). The reported device was located on tooth # 47 (fdi). DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that the implant collar fractured and was removed. Dental site 47.